Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no issues, and the tines extended and retracted as intended during functional testing. Electrical testing confirmed the device was able to conduct current properly. The complaint could not be confirmed; the returned device could not be functionally evaluated with respect to insufficient roll-off while in use. Per the leveen needle electrode family directions for use, (dfu), "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance, and also may show little, if any, change in tissue with appropriate image monitoring due to the overwhelming heat-sink effect of localized blood flow. If there has been little to no rise in impedance after 15 minutes have elapsed, determine with the appropriate imaging method the location of the tines of the electrode in relation to a region of high vascularity (e.g., blood vessels). If appropriate, reposition the electrode approximately 0.5 cm (5 mm) proximal or distal to the region of high vascularity prior to resuming the application of radiofrequency (rf) energy into the tissue." Based on this information, this event is considered an anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-05020 addresses the first leveen needle electrode, while manufacturer report # 3005099803-2013-05021 addresses the second leveen needle electrode. It was reported to boston scientific corporation on (B)(4) 2013 that two leveen needle electrodes were used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first electrode did not achieve roll off. The physician decided to restart the ablation immediately on 190 watts; however no roll off occurred. Another leveen needle electrode was opened and introduced; however the same issue occurred. A third leveen needle electrode was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-05020 addresses the first leveen needle electrode, while manufacturer report # 3005099803-2013-05021 addresses the second leveen needle electrode. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen needle electrodes were used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first electrode did not achieve roll off. The physician decided to restart the ablation immediately on 190 watts; however no roll off occurred. Another leveen needle electrode was opened and introduced; however the same issue occurred. A third leveen needle electrode was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.